Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded. There is no record of any complaint of a defective lite glove from the noted facility, in 2013. The (B)(6) establishes standard operating room practice to clean and disinfect procedure or operating rooms between every patient during the day. This would be especially true with patients that have a known communicable disease. Equipment would normally be thoroughly cleaned and disinfected in the or between each patient procedure. It is unclear on how the reported patient condition could be the result of a previous patient condition, from a compromised lite glove, based on the standard practice of cleaning and disinfecting the or suite between procedures and the utilization of a new and sterile lite glove for each patient or procedure.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that they had a patient who contracted (B)(6) during a procedure in 2013. After recently receiving the lite glove recall notice, the physician thought that there was a possibility that the lite glove used during the case may have been torn, or had a hole in it, that went unnoticed and could have caused the contamination leading to the patient condition. The customer states that a lite glove had torn during a prior procedure with a patient who had (B)(6). The customer reported being unsure if the issue with the lite glove happened prior to the patient being in the room, or while the patient was present.

Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint therefore the reported condition by the customer could not be confirmed. The complaint shall be reopened if a sample is received. During the investigation the exact root cause could not be determined. However, the following potential root cause for the reported condition could occur if the appropriate clothing is not worn as protection and prevention within the operating room. A production notification was provided to all personnel to ensure that they are aware on the condition reported by the customer. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.